Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a carotid artery stenting procedure using the protege rx stent for a chronic total occlusion (100% stenosis) calcified lesion in the mid common carotid artery with moderate tortuosity and moderate calcification. Embolic protection (spider) was used. The lesion was pre-dilated with a 5 balloon, and the device passed through a previously deployed stent without resistance or excessive force. The stent could not be deployed, and the device was replaced with the same model to complete the procedure. No patient complications have been reported as a result of this event. No intervention was required for removal of the device and the device was safely removed from the patient. Stent struts were exposed/visible on removal.

Manufacturer narrative:
Product analysis the device was returned with the touhy-borst loosened and with the stent enclosed, the device was confirmed as 40mm from the strain relief and the enclosed stent approx 2mm of the stent was exposed from the device, upon visual inspection, three kinks were noted on the blue outer sheath at 12cm, 17.4cm and 18.4cm from the distal tip end of the device, a 20cc water filled syringe was used to flush the device through y connector as well as through guidewire port, the device could not flush through both the ports. An in-house 0.014¿ guidewire was used for guidewire loading check, and it couldn¿t advance through the device. The device was loaded into a deployment fixture, the stent did not even deploy with a maximum peak force of 2.80lbs which is almost equal to the recommended deployment force, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.